Event description:
It was reported that the patient started having difficulties cycling his inflatable penile prosthesis (ipp) device earlier this year. During the revision surgery the doctor dissected and released the pump and tubing from a pseudo capsule. The doctor believes there was a kink. The device was then working correctly so all components were left in place. The patient was in recovery following the surgery.